Manufacturer narrative:
(B)(4).

Event description:
The customer reports the inserter attempted to place an ra-04220 in patient who was on epinephrine, vasopressin, and norepinephrine. There was no problem getting through the skin, but when inserter attempted to withdraw the catheter the guidewire would not come out. They repositioned the catheter and guide wire and was still unable to withdraw it. When inserter finally got the catheter and guidewire out they were twisted and distorted". There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was not delayed/interrupted.

Event description:
The customer reports the inserter attempted to place an ra-04220 in patient who was on epinephrine, vasopressin, and norepinephrine. There was no problem getting through the skin, but when inserter attempted to withdraw the catheter the guidewire would not come out. They repositioned the catheter and guide wire and was still unable to withdraw it. When inserter finally got the catheter and guidewire out they were twisted and distorted". There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one used radial artery catheterization device for evaluation. The distal end of the catheter was twisted with a portion of the spring-wire guide protruding from the tip. The twisted area showed indications that stressing had occurred. An opening was found in the catheter body that appears to have been caused by a sharp object. The outer diameter of the spring-wire guide measured to be 0.44mm which is within specification. The catheter measured 2 5/8 inches in length, which is out of the specified range. The catheter appears to have been stretched, causing the discrepancy. Catheter kinking begins 2.4cm from the hub. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product instructs to firmly hold the introducer needle hub in position and advance the catheter forward, with a slight rotating motion, over the spring-wire guide into the vessel. The catheter should be held in place will removing the spring-wire guide. The instructions for use (IFU) cautions no to reinsert the needle into the catheter to minimize the risk of catheter damage. (Con't) other remarks: the customer reported issue of the spring-wire guide becoming kinked due to interaction with the catheter was confirmed during the sample investigation. Visual inspection was performed and the distal tip of the catheter was determined to have been twisted during use, causing the spring-wire guide to become kinked. The catheter was also found to have been damaged by contact with the needle tip. Dimensional inspection was performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context. Teleflex will continue to monitor and trend for reports of this nature.